Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was unwilling to provide any further information. The patient reported that during ¿the last week of (B)(6) 2016¿ she obtained a result of ¿138mg/dl¿ on the subject meter which she felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the issue occurred she developed symptoms of ¿heavy sweating and shaking¿ however did not report receiving any treatment. During the call the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.